Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a non sustained ventricular tachycardia event. The implantable cardioverter defibrillator did not deliver any therapies. Programming changes were made to resolve the issue. Patient was stable before, during, and after the changes.